Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited muscle stimulation. Non-invasive programmed stimulation (nips) was performed to evaluate lead integrity with a commanded shock. The patient was successfully converted by the patient's system and all measurements were within normal limits. Muscle stimulation could not be reproduced. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.